Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned.

Event description:
It was reported that the abutment (icap454) fractured. The fractured abutment was able to be retrieved. The abutment will be replaced.

Manufacturer narrative:
The device was not returned for evaluation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. X-rays were provided by the customer. Upon review, it was confirmed that the base of the abutment was fractured. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: device evaluated by MFR: changed "no" to "yes".

Event description:
No further event information available at the time of this report.